Event description:
It was reported that the tip of the device was missing.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath confirmed the presence of a missing ceramic tip. The ceramic tip was not returned with the sheath. Cosmetic defects such as dents and scratches were also noticed on the sheath. The probable root causes for the missing ceramic tip are: dropping/banging of the device against a hard surface, improper cleaning/sterilization methods, manufacturing issue and/or normal wear and tear. The probable root causes for the dents and scratches on the sheath are: dropping/banging of the device against a hard surface and/or improper cleaning/sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device was missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.